Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/10/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced two skin reactions which occurred on an unspecified number of days after the sensor had been inserted in the arm and this record captures the first event. Prior to sensor insertion the area was prepped with alcohol. The patient developed itching sensation and a rash under the sensor patch. On an unspecified date, the patient consulted her physician who prescribed a topical steroid medication. On an unspecified date, the rashes worsen which prompted the patient to follow up with her physician. The patient was prescribed two oral antibiotics and two oral steroid medications. On (B)(6) 2024, tech support follow up call the patient declined to provide further information. The patient was in good condition at the time of report. No additional event or patient information is available.